Manufacturer narrative:
(B)(6) initial emdr submission. A follow up emdr will be submitted if additional information becomes available. (B)(4).

Event description:
Material no.: unknown , batch no.: unknown. It was reported a case of increased liver and spleen uptake with 99mtc-dimercaptosuccinic acid (dmsa) believed to be a result of chlorhexidine-mediated colloid labeling. Altered biodistribution can be a source of diagnostic error in the interpretation of nuclear medicine studies. We report a case of increased liver and spleen uptake with 99mtc-dimercaptosuccinic acid (dmsa) believed to be a result of chlorhexidine-mediated colloid labeling. This finding underscores the principle that certain constituents of antiseptics may adversely affect the purity of radiopharmaceuticals during their preparation.